Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) via the manufacturer representative (rep) reported that the patient had an infection at the implantable neurostimulator (ins) site. The hcp planned to just remove the ins and let the site heal, and then go back in and plug in another ins. It was discussed with the rep about the potential for the infection to move up the extension/lead. The rep stated that the hcp generally would cut the extension and let the area heal before going back in to revise. The patient was implanted for dystonia and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.